Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not boot up. Review of the logfiles does not show any log entries between (B)(6) 19:00 and (B)(6) 22:15 which confirmed the malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that software reload needed. Fse reloaded the software. After that, the system was returned to use in good working.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.